Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The exhalation valve assembly was calibrated to resolve the issue. No report of patient involvement.

Event description:
#22 the hospital reported a malfunction causing an over delivery of pressure in the patient circuit. There was no report of patient involvement.